Event description:
The doctor reported "darkening beginning at the cervical margin eventually spreading to the middle one-third of the crown". The crown was cemented less than three months ago. The patient is scheduled to return to have the crown replaced.